Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced rising blood glucose after a new steel 6 mm contact/detach infusion set was placed and after dinner, with a recorded peak of 272 mg/dl; the agent instructed the user to replace the infusion set, perform a fill tubing only, reconnect at the anchor position, fill cannula, and resume insulin therapy, after which monitoring was advised. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no alerts from the device for prolonged hyperglycemia, no ketone testing, no use of backup therapy, no medical intervention, and no need for assistance. Investigation included troubleshooting and education conducted by phone, including stepwise set replacement, reconnection, and confirmation of therapy resumption. Investigation of this case revealed that the specific cause of the hyperglycemia was unclear, with no device alarms reported and no identified device component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.